Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the serial number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy under stereotactic guidance, the system allegedly shut down during sampling and was unable to restart. It was further reported the procedure was stopped and the patient was rescheduled. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this serial number and failure mode. Investigation summary: one encor enspire system was returned to service and repair, crawley, for evaluation. The investigation is confirmed for the reported machine stopped (screen black), as the returned system was found to have a bad main board. Per the service evaluation, it was identified that the returned encor enspire system had a bad main board, causing the reported machine stopped (black screen). However, the definitive root cause for the main board issue is unknown. Labeling review: the current instructions for use (IFU) states: indications for use: the encor enspire breast biopsy system is indicated to provide breast tissue samples for diagnostic sampling of breast abnormalities. It is intended to provide breast tissue for histologic examination with partial or complete removal of the imaged abnormality. It is intended to provide breast tissue for histologic examination with partial removal of a palpable abnormality. Warnings: the encor enspire breast biopsy system must be properly grounded to ensure patient safety. The system is supplied with a medical grade power cord with ac plug. To minimize interference with other equipment, cables should be positioned in such a manner to prevent contact with other cables. Use of accessories not compatible with the encor enspire breast biopsy system may create potentially hazardous conditions. Only use encor and encor MRI drivers with script version 1.19 or greater, or encor 360 drivers with script version 1.05 or greater with the encor enspire breast biopsy system. The system is not compatible with earlier driver scripts. The script version is identified on the touch screen display during system initialization. Precautions: this equipment should only be used by a physician trained in its indicated use, limitations, and possible complications of percutaneous needle techniques.

Event description:
It was reported that during a breast biopsy under stereotactic guidance, the system allegedly shut down during sampling and was unable to restart. It was further reported the procedure was stopped and the patient was rescheduled. There was no reported patient injury.